Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurring mitral regurgitation (mr) and a single leaflet device attachment (slda). On (B)(4) 2022, the patient presented with grade 4 degenerative mitral regurgitation (dmr), prolapsed p2, and flail. A mitraclip xtw was implanted. The procedure was completed successfully, reducing mr to 1. There were no adverse patient effects or clinically significant delay. On (B)(6) 2022, the patient presented with recurring grade 4 mitral regurgitation, prolapsed p2, and a 10mm flail. Imaging revealed a single leaflet device attachment (slda). The clip had detached from the anterior leaflet. To stabilize the slda clip, a mitraclip xtw was implanted next to the mobile slda, since the clip was only attached to the prolapsed flail. The procedure was completed with adding one mitraclip on each side of the slda. A mitraclip xtw was placed lateral to the previously placed mitraclip xtw, and a mitraclip xt was placed medial to the slda. The xtw and xt stabilized the clip and reduced the mr from grade 4 to 2. It was noted that the physician believed that the large flail gap of 1cm contributed to the slda. There was no evidence of chordal rupture, tissue damage, or any other leaflet injury due to the slda. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The recurrent mitral regurgitation was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event corrected. H7 and h9: this device is not included in a correction safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the previously filed report, additional information was received:the patient presented on (B)(6) 2022 with recurring grade 4 mitral regurgitation, prolapsed p2, and a 10mm flail. Imaging revealed a single leaflet device attachment (slda). The secondary procedure took place on (B)(6) 2022. No additional information was provided.